Event description:
It was reported that the 9800 system displayed a "low ma error" at boot up. There was no report of pt injury.

Manufacturer narrative:
No additional information at this time. When additional info is provided, it will be reported as required.